Event description:
Additional information received reported that the patient was getting stimulation in his hips and legs, but was not getting stimulation in his back. It was indicated that the programs were changed, and the device was not reprogrammed. It was stated that the manufacture representative 'didn't think he could do much more.' It was noted that the patient was going to call and set up a reprogramming appointment. Subsequent additional information received reported that the patient still did not have stimulation in his back, but had stimulation in his 'bottom' and his leg. It was stated that the device was reprogrammed 'at least 3 times, but it didn't help.' It was indicated that there was no known accident or incident related to this complaint. The patient's status was reported as unknown.

Event description:
Additional information received reported that the patient has an appointment scheduled with his physician for (B)(6) 2012 and was going to discuss more reprogramming. Nor further information was provided.

Event description:
It was initially reported that the patient had stimulation in the wrong location following implant. The patient could not get stimulation higher up on his back and felt stimulation form his waist and below down to his feet. The patient had stimulation set at 8.0 volts. It was also initially reported that a manufacturer representative met with the patient about three months ago, and the patient did not have a doctor that worked with his pain. Additional information received reported the patient did not have concerns with his device and/or therapy. Subsequent information received reported that the patient was only feeling pain in both of his legs, and wanted coverage in his back, which had been occurring since implant. The patient had reprogramming done at the doctor's office a couple of times after implant, but was told it was not working for him. It was also noted that the stimulation only covers his legs, not his back for about six months due to a fall. Further information received reported that the patient was still having concerns regarding his device. It was noted that the patient had received assistance from his doctor and/or manufacturer representative, but was still having concerns regarding the device. The patient had contacted 'those people' and had not heard from them. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 279720001, implanted: (B)(6) 2011, product type accessory. (B)(4).